Manufacturer narrative:
The device was returned intact and functional with moderate yellowing; the device weighed 1.3g over specification. D8& d9 updated.

Event description:
Left-side MRI indicated rupture.